Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to inflate the balloon in the foley catheter during pretest, so the customer discontinued using it. Per follow up via ibc on 09feb2022, stated that it was difficult to inflate the foley catheter balloon during pretest.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Corrections: d,g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that it was difficult to inflate the balloon in the foley catheter during pretest, so the customer discontinued using it. Per follow up via ibc on 09feb2022, stated that the it was difficult to inflate the foley catheter balloon during pretest.